Event description:
Information was received from a patient who was receiving fentanyl (concentration and dose unknown) via an implantable pump for non- malignant pain and postlaminectomy pain. It was reported that shortly after implant the pump had been moving around. The issue was not resolved through troubleshooting. Patient symptoms were not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.